Event description:
It was report occlusion alarms occurred. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer went to the emergency room and subsequently hospitalized with an elevated blood glucose level, value not provided. The customer was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on with no permanent damage and issue resolved on 06/20/24. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin.